Manufacturer narrative:
H3: two cadd adminstration sets from p/n 21-7394-24 l/n unknown were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were observed. Leak testing was performed on the samples received using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the samples. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was confirmed.

Manufacturer narrative:
Returned device was received in used physical condition. During the evaluation of the device, a leak was observed fleeing from the air vent of the filter in the sample. The customer's reported issue was able to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd administration set leaked. The leak was noticed during delivery from the air elimination filter. There was no reported injury to the patient.